Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check one day post implant no capture and dislodgement were noted on the right ventricular (rv) lead. It was reported the patient had been unknowingly using his right arm that morning. The lead was revised and remains in use. No patient complications have been reported as a result of this event.